Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-apr-2018 with the following findings: during investigation, the battery compartment was found to be cracked below the grip pad. The returned battery cap was found to be undamaged and able to properly secure to the pump. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues.  The pump¿s electrical draws were tested and¿ found to be above required specifications. The pump cover was removed and an intermittent condition was observed to the continuous glucose monitoring (cgm) module due to a cold solder connection and the inter-board gold pin. The cgm module was removed from the printed circuit board and the current readings returned to levels within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.